Event description:
It was reported that the physician requested a review of a stored ventricular tachycardia (vt) episode for the patient with this implantable cardioverter defibrillator (ICD) as it was believed to have been caused by the right ventricular automatic threshold (rvat) test. Technical services (ts) provided a review noting that the rvat was running at the same time the patient went into the vt, anti-tachycardia pacing (atp) successfully converted the rhythm. The representative noted that reprogramming will be perform such as turning trend off and setting a fixed threshold. This ICD remains in service. No additional adverse patient effects were reported.